Event description:
It was reported that an intermate lv 250 ml/h had a particle within the reservoir. This issue was discovered after the device was filled with meropenem. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection of the sample identified a white particle within the fluid of the bladder. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: upon visual and stereomicroscopic examination, the particulate matter was determined to be part of the screen filter in the stress member. The root cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.